Manufacturer narrative:
Bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for cocked stopper with the incident lot was not observed. The samples and photos were evaluated and the customer¿s indicated failure mode for fm with the incident lot was observed. The fm complaint is confirmed to be within the scope of a known issue. Quality has previously reviewed, evaluated and investigated this failure mode. No further action is required at this time.

Event description:
It was reported that the bd vacutainer® edta 2k had fm embedded in the cap which had been installed slanting. No medical intervention or serious injury was reported.